Manufacturer narrative:
The insulin pump alarmed button error and had unresponsive act and down buttons flattened and creased buttons dome switch. No unlocked j2 lcd keypad connector noted. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was unable communicate to the blood glucose meter and the glucose sensor simulator or verify low battery alarm due to unresponsive buttons. The insulin pump had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked case at the reservoir tube window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's act button was not responding properly. Blood glucose level at the time of the incident was not provided. Blood glucose level near the time of the call was 215 mg/dl, which was treated and came down to 148 mg/dl. The customer also reported having a blood glucose level of 40 mg/dl, which had been treated. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.